Manufacturer narrative:
Complaint investigation was not possible at this time, as the true part number and customer contact was unable to be determined. No further information was provided, other than the medwatch report from the FDA. Complaint was able to be confirmed via customer information. Root cause is confirmed to be user error, in operating the device to close to metal objects. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a subsequent follow up report will be submitted.

Event description:
As received via voluntary medwatch report # mw5147810. The customer alleged that a patient was burned when a bovie monopolar cautery pen was connected to the erbe electrical surgical unit (esu) generator. The customer indicated that they used the bovie cautery too close to the metal clamp which caused the energy to arc and burn the patient. The burns were found around and under the metal clamp.